Event description:
It was reported that "revision performed because the tibia implant had subsided, no longer 90deg. Nothing wrong with the implants, just out of alignment." Device was implanted 10-11 years ago, however, exact date was not provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.